Manufacturer narrative:
It was reported that the patient experienced "beeps" and power switching events. The battery, bat208895, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not performed since log files were not available. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries.  However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient heard a "beep" and there was a switch between battery portals when using a particular battery.  The battery was exchanged.  No patient complications have been reported as a result of this event.